Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell and had pain at the battery site with markings on the inferior portion of the battery site outlining the battery. They also had a high white blood cell count so they were watching the patient for infection- the nurse had the patient sign a consent form for a possible pocket revision. They were going to watch this issue and no surgery had been scheduled at this time. The representative performed an impedance check and electrode 8 was greater than 40,000 ohms. The representative programmed around this electrode. No further complications reported.